Manufacturer narrative:
The technician found the head-up valve is stuck open. The technician replaced the head-up valve to resolve the issue.

Event description:
Technician alleged that the head of the bed is not going up. No pt impact.